Event description:
It was reported that an ilet bionic pancreas sustained a cracked touchscreen after the user dropped the device, rendering the screen nonfunctional and the device no longer watertight; the user wears a dexcom g7 and had backup therapy available, and a replacement was arranged with return instructions provided. Symptoms included no injury. Outcomes included interruption of normal device use requiring replacement.

Manufacturer narrative:
Investigation included collection of user report and device history review, along with request for return and recommendation to sync data prior to return. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop, with loss of touch function and loss of ingress protection. It was concluded that the event resulted from accidental damage, not a device manufacturing or design defect.